Manufacturer narrative:
Results of investigation: the failure analysis lab evaluated this printed circuit board and was able to reproduce the reported issue. The transducers were calibrated and the exhalation flow transducer failed the calibration. This failure is part of an internal investigation.

Manufacturer narrative:
Carefusion complaint follow-up (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient the "xdcr fault" message appeared on screen. There was a high rate alarm with low vte alarm. The vent doesn't read the vte, even after changing the flow sensor. The customer reported that alternative ventilation was provided and there was no patient harm.